Manufacturer narrative:
This report is submitted on december 22, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on january 6, 2022.

Manufacturer narrative:
The device was explanted (specific date not reported). The patient was re-implanted with another cochlear device (specific date not reported) this report is submitted on january 31, 2022.